Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2007; dtmb1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to possible premature battery depletion. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.